Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgeon in (B)(6) advised a patient underwent a bilateral 1st mtp fusion using a 1st mtp 0 degree small left and right on (B)(6) 2012. On a follow-up visit the surgeon noted that the fusion is not showing signs of union in the right foot. Patient returned to the or on (B)(6) 2012 and all hardware was explanted. Surgeon indicated that maybe she didn't fuse because she is rheumatoid and is on immuno-suppressants. This is 7 of 8 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that synthes was unable to check the measurable dimensions for this item as lots are unknown. The implant has not failed, it was merely sent back after the revision due to the non union. No product fault could be detected.